Event description:
It was reported that the patient had several intermittent catheters where the tips were deformed caused discomfort during insertion. No medical intervention was reported.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Photo: received one (1) photo sample. Photo sample showcase a bent catheter. Based on the photo sample received, the product does not meet specifications. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had several intermittent catheters where the tips were deformed caused discomfort during insertion. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.